Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 10-may-2024, it was reported that patient faced infusion set needle housing hard to remove event with site issues such as pain during insertion, skin irritation and infection. No further information was available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: (B)(6).